Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device leaking was confirmed. Based on the investigation details, the likely cause for the leaking was problems with a corroded recip shaft and gear assembly. Internal components were replaced, and the handpiece was returned to the customer.

Event description:
It was reported that an oily substance leaked out of the handpiece during a maxillofacial procedure. The substance did not come into contact with the sterile field. There was no reported patient or user injury, and the procedure was completed successfully with another device. There was no reported additional or continuing treatment required.